Event description:
The complaint was reported as: the blades are sticking to the handles and not dis-articulating. No report of patient injury. No report of patient involvement.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.